Event description:
A medtronic representative reported that during a spine surgery on (B)(6) 2015 the surgeon alleged that navigation was 4-5mm inaccurate in the medial lateral direction. All instruments displayed the same level of inaccuracy. Navigation and medtronic imaging were discontinued for the surgery. Delay to surgery approximately 15-20 minutes. The surgery was successfully completed without the use of the medtronic navigation and imaging systems. No patient impact.

Manufacturer narrative:
Patient weight was unavailable from the site. \a medtronic representative covered 2 subsequent spine surgeries at the site. The medtronic representative suggested different techniques for ensuring the reference frame did not get jostled when moving the o-arm imaging system in and out of the surgical field. Prior to the o-arm spin, the patient was draped with 2 half sheets clamped together. The reference frame was gently covered with a sterile towel as the o-arm was going in and out of the sterile field. This method worked well. Techniques for camera placement, which allowed the surgeon to work behind the reference frame with the instruments allowed the surgeon to navigate good trajectories. The cases went well and navigation was accurate. No issues have occurred when the suggested techniques for system setup were used. In addition, the o-arm imaging system was tested outside of surgery. Both sides of the o-arm tracker navigated accurately during testing. No fault found.

Manufacturer narrative:
(B)(4)